Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+1.0/092 (sphere/cylinder/axis), during the same surgery due to low vaulting. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic torn/broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).